Event description:
It was reported that patient had a right knee effusion.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a complaint from the navio tka study reporting a right knee effusion, approximately 6 months post implantation. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. The prosthesis remains implanted at this time. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.